Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the articular surface implant packaging was opened during knee arthroplasty, a foreign substance that looked like a thin thread was identified in the packaging. The implant was still used, as it was determined that the foreign substance was sterilized with the implant when packaged. No adverse events were reported as a result of this malfunction.